Event description:
Litigation papers alleged: excessive levels of chromium and cobalt in blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Corrected: event/problem description, implant date, date received by manufacturer. Depuy still considers this investigation closed.

Event description:
Litigation papers alleged: excessive levels of chromium and cobalt in blood. Update (B)(4) 2012 plaintiff's fact sheet form was received which identified part/lot information. Added dor. There is no new information that changes the outcome of this investigation. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified correct implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.